Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead migrated following the trial procedure on (B)(6) 2015. X-rays were taken and confirmed the lead migration. As a result, the trial lead was explanted on the same day.